Event description:
It was reported that during the implant procedure the physician and technician saw the stylet outside the lead on the fluoroscopy monitor. In turn they beleived the stylet-tip had left the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Only distal segmet returned no perforation on the distal portion of the lead. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.